Event description:
It was reported per field service report: pump was on patient. The intra-aortic balloon pump is less than 12 months old. Symptom - while on patient gave 5 volt alarm. Turned off and then on and the pump worked. Switched out to another pump. Findings/actions taken: could not reproduce problem. Chanced out power supply. Ran pump for a couple of hours. Passed functional and electrical safety checks.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.